Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that during the ipg replacement procedure (MFR. Number 3006630150-2018-61992), the patient also had a lead replacement as the ipg was non-functional and it could not be determined if all the contacts of the lead were viable. No device malfunction was suspected. The patient was doing well postoperatively.